Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the surgeon pressed on button to implant lens. She felt resistance and pressed harder. Implant shot out and across eye, shifted bas and tore 4 clock hours of zonules. Anterior vitrectomy was completed, and same implant was used. No further information available.

Manufacturer narrative:
A qualified viscoelastic was indicated. The account indicated, the product was not available for evaluation. The manufacturer internal reference number is: (B)(4).